Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms noted during testing. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case near the display window corners, and a stained end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 500 mg/dl, which was treated with manual injections. The caller stated that the customer had been on a ride at a water park and that the ride bar may have been on the insulin pump; she stated that the insulin pump had not gotten wet or dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.